Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a st elevation & air embolism. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation (paf), a faradrive steerable sheath was selected for use. After changing the transeptal puncture (tsp) sheath to the faradrive, a st segment elevation was noticed short after. Air was seen inside the patient on the ultrasound. The procedure had to be stopped due to an air embolism and the patient was taken to intensive care unit. The event status is still ongoing. It is unknown if the device will be returned for laboratory analysis. It was further reported that the faradrive sheath was still outside the patient when the complication occurred. Tsp sheath used was a non-boston scientific device.

Manufacturer narrative:
The faradrive sheath was evaluated by boston scientific. Upon receipt at our post market quality assurance laboratory, visual inspection and functional testing assessed the faradrive device to be functional with no visible abnormalities. The faradrive sheath was evaluated for any potential leaks that may have contributed to the patient complications described in the complaint summary. The device was observed to have passed all leak testing which eliminates the probability of an existing leak path in the flush lumen. Air embolism and st segment elevation are known inherent risks from the use of faradrive device. These risks are accounted within the "potential procedural complications" listed in the faradrive sheath instructions for use. Based on the gfe response, the faradrive sheath was not inside the patient during occurrence of the complication and would not have contributed to the occurrence of the listed conditions.

Event description:
It was reported that a patient experienced a st elevation & air embolism. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation (paf), a faradrive steerable sheath was selected for use. After changing the transeptal puncture (tsp) sheath to the faradrive, a st segment elevation was noticed short after. Air was seen inside the patient on the ultrasound. The procedure had to be stopped due to an air embolism and the patient was taken to intensive care unit. The event status is still ongoing. The device was returned for laboratory analysis. It was further reported that the faradrive sheath was still outside the patient when the complication occurred. Tsp sheath used was a non-boston scientific device.

Event description:
It was reported that a patient experienced a st elevation & air embolism. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation (paf), a faradrive steerable sheath was selected for use. After changing the transeptal puncture sheath to the faradrive, a st segment elevation was noticed short after. Air was seen inside the patient on the ultrasound. The procedure had to be stopped due to an air embolism and the patient was taken to intensive care unit. The event status is still ongoing. The device is expected to be returned for further analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.